Event description:
It was reported that: the surgeon took an x-ray after closing the wound from the surgery in the or. At which time, the surgeon found a found a foreign material in the position of the shell that, appeared to be a part of the broach handle. It was removed immediately.

Manufacturer narrative:
Na